Event description:
It was reported by the patient's mother that in the beginning when titrating the patient up they had to move very slowly because the stimulation increases would make the patient very irritable and caused behavioral issues that caused the patient to end up in the psychiatric ward at one point. No other relevant information has been received to date.